Event description:
It was reported that the implantable cardioverter defibrillator entered backup vvi operation following an MRI scan. Backup defibrillation operation was not available. Programming changes were made to restore normal operation. Patient was stable throughout the event.